Event description:
It was reported that a malfunction alarm occurred, coded as malf 0. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, and the customer successfully reset it without any recurrence of the malfunction code. The customer was informed to continue using the pump and to contact technical support if the issue reoccurs.